Event description:
It was reported to philips that the system was having a mechanical motion failure. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the geo module. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a procedure was performed when the incident happened. The procedure was completed by using another device. The philips field service engineer (fse) analyzed the system onsite and confirmed that system is unable to emit radiation. After reviewing the log file fse found evidence of image hard disk error. Fse verified that image disk power supply module was defective. Customer replaced the image disk power supply module. After the repairs were completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.